Manufacturer narrative:
B5 updated. The investigation is still ongoing.

Event description:
The complainant reported additional information upon request: "I believe this device was sent in. I don't know anymore about this case as it was in (B)(6). Are there any notes that were sent in? No other notes were available in this case. Ok, sorry I don't know anything more about this."

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that an elderly female undergoing a complex coronary intervention became hypotensive after removal of an intra-aortic balloon pump, prompting emergent placement of an impella support device and initiation of extracorporeal membrane oxygenation. The patient later required defibrillation for ventricular tachycardia and subsequently developed hemolysis while being supported simultaneously with an impella device, extracorporeal membrane oxygenation, and continuous renal replacement therapy, which was attributed to blood cell shear from multiple mechanical circulatory support systems. The patient did not regain consciousness, raising concern for a cerebrovascular event. Given her ongoing critical condition, the family elected to withdraw life-sustaining treatment, and the patient expired. Although the death appeared related to the patient's severe underlying illness and withdrawal of care, it was conservatively reported in association with the impella device.